Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 03-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers were not detected on the bus. A field service engineer remotely logged in and checked the medstation app, found no errors or drawer failures were detected on the station. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had multiple drawers not detected on the bus. The customer stated that the malfunction occurred when user trying to issue medication to patient, and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.